Event description:
Customer's mother reported, the customer was hospitalized for diabetic ketoacidosis. Customer later called back and stated, the cannula was bent when the infusion set was removed, but the insulin pump did not give a no delivery alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.